Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that attempting to adjust their therapy when they received a message stating, "end of service. Therapy has stopped. Replace the internal device to continue therapy." The patient asked whether this message indicated the need to replace the external device or if it meant the implanted device had reached end of service and required discussion with their physician. The agent reviewed and explained end of service (eos) and device longevity, noting the patient's understanding that the implant was expected to last approximately 15 years. The patient disconnected the call before service request (sr) information could be obtained. Additional information was received from the patient on (B)(6) 2026. They reported that they had contacted their doctor about this on (B)(6) 2026. They stated that the end of service (eos) message was due to normal battery depletion. They would have surgery to replace the device. The patient stated that they were very unhappy with this, the unit was not even 3 years old.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.